Event description:
Patient is pregnant [maternal exposure during pregnancy], tired [tiredness], pain, redness, and swelling at her site; [site] red, painful [infusion site pain], pain, redness, and swelling at her site; [site] red, painful [infusion site redness], pain, redness, and swelling at her site [infusion site swelling], nausea [nausea], headaches [headache], abdominal site is due to change as it was feeling hot and itchy [infusion site warmth], excessive bleeding from subcutaneous remunity remodulin site; [site] has yellow and white drainage with blood [infusion site bleeding], groin and vaginal pain [groin pain], groin and vaginal pain [vaginal pain] [site], red, painful and yellow and white drainage with blood [infusion site discharge]. Her sites only last around 2 weeks [device maintenance issue]. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).